Event description:
Additional information receieved stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the leads were repositioned back into place. No new products were implanted. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02932. It was reported that the patient experienced ineffective stimulation. Imaging showed that the patient's leads had migrated. Reprogramming was unable to restore effective stimulation. In turn, the patient may undergo surgical intervention at a later date to revise the leads.